Manufacturer narrative:
Although it has been stated that the used sheath will be returned to angiodynamics, it has not yet arrived for evaluation. Upon receipt of the sample, and completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, during a PICC placement procedure, both wings of a peel-away sheath detached. The sheath did not migrate and was able to be removed without complications. The used device will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The august 2017 angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode "sheath handle detached - both." No adverse trend was identified. The sheath which is the subject of the event report is a purchased component for angiodynamics. Although the device was not returned for evaluation, a previous supplier corrective action report (scar) provided to the supplier, greatbatch medical ltd for a similar event stated that the likely root cause of this failure mode would be due to improper tube placement during molding. Greatbatch has initiated a CAPA to further investigate handle detachment issues. Angio dynamics incoming inspection of the sheaths includes a visual aql to verify that the sheath tubing is undamaged, is free of defects, meets dimensional specification, and that it properly breaks at the hub an separates into two complete pieces when the wings are pulled apart. ((B)(4)).